Event description:
It was reported that during an unk procedure, during the first firing, the device only fired on one side. The case was completed without patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument arrived with a reload cartridge loaded, and with the right wedge band lodged into the knife slot. The returned cartridge had a wedge band bypass, as the left side was fully fired and the right side was not fired. In addition, the cartridge had the notches broken. The right wedge band was bent towards the knife. The instrument was tested for functionally with a test cartridge and it cycled, fired, cut and formed all the staples as intended. The batch records were reviewed and no anomalies were found during the manufacturing process.